Event description:
Needle breakage. Customer reports that needle broke during an unspecified surgical procedure. Customer further states that needle tip remains in the pt. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.